Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the pump pocket was infected. The pump was explanted and the physician discarded it; it would be replaced in the future. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were reported. The issue was resolved. The patient status was 'alive - with injury (infection).' No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep) on 2018-nov-20. The patient's weight was provided. No further complications were reported.